Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: stent deployed in unintended site. It was reported that the graftmaster 3.5 x 16 mm stent would not cross the mid right coronary artery (rca) through the previously deployed graftmaster 3.0 x 16 stent. During removal from the vessel, the stent dislodged from the balloon and was left in the proximal rca vessel. The stent was deployed with a non-abbott balloon catheter. The pt was stable after the procedure and was discharged from the hosp on (B) (6) 2010. Though requested, no additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with any relevant info.